Manufacturer narrative:
Additional information was received that the physician's name and contact information who prescribed patient with doxycycline was not available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had developed an infection at the pocket and midline incision sites. Symptom included swelling at the sites. The physician believed that the infection was procedure related. The patient was prescribed doxycycline and the infection was cleared.

Event description:
A report was received that the patient had developed an infection at the pocket and midline incision sites. Symptom included swelling at the sites. The physician believed that the infection was procedure related. The patient was prescribed doxycycline and the infection was cleared.